Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 04.019.030s; lot: l930392; manufacturing site: grenchen; release to warehouse date: june 15, 2018; expiry date: june 01, 2028 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection investigation site: grenchen selected flow: 2. Device interaction/functional - unable to assemble visual inspection: as received condition, three (3) screws have been returned unpacked and outside the original synthes bag. The affected article 04.019.030s has strong traces of use on its surface inside the thread hole and along of the thread part of the shaft. This type of screw is laser-marked during the manufacturing process. Thus, the screw is traceable. Functional test: the screw department from depuy synthes grenchen, switzerland manufactures the screws, but not the humeral nails which the surgeon also used during the surgery. Therefore, it was not possible to perform a functional test with a humeral nail (as a sample) and the screw in question (04.019.030s). Besides, there is no ¿go / no go gage¿ available for the shaft thread during the manufacturing process in depuy synthes grenchen. However, all the relevant features related to the shaft thread were measured during the investigation and have fulfilled its specification according to the drawing. Additionally, during the manufacturing process, all the relevant features to the complaint condition were inspected and documented according to its inspections sheet, where no manufacturing issue was detected. Therefore, this article was manufactured according to its quality standards and a functional issue can be excluded. Dimensional inspection: all dimensions of the article part 04.019.030s, which are relevant for the complaint condition were measured and have fulfilled their specifications according to the drawing. Besides, during the manufacturing process the relevant features were inspected and documented according to the inspections sheet. Therefore, this article was manufactured according to its quality standards and a manufacturing issue can be excluded. Drawing/specification review: a device history record review (DHR) review was performed for the affected lot l930392 / work order number 16168329 / article 04.019.030s. The initial and final lot size was 24 pieces. During the manufacturing record evaluation for the affected lot l930392 / work order number 16168329 / article 04.019.030s, no non-conformances were identified. Neither abnormalities nor deviations were triggered which could lead to the complaint failure. Summary: the received condition of the article does not agree with the complaint description, since all the relevant features related to the shaft thread were measured during the investigation and have fulfilled its specification according to the drawing. Thus, a functional issue can be excluded. In addition, this complaint is rated as not confirmed since there is no evidence to support the allegation made in the complaint. Since no deviations were found in the documentation. As well as during this investigation. The relevant measurements performed are according to the specifications, which indicates that there is no manufacturing issue, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. (B)(4). A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in xxx as follows: it was reported that on (B)(6) 2018, the patient underwent an unknown procedure for a humeral diaphyseal fracture using a multiloc humeral nail system. During an unknown procedure, the surgeon inserted the three (3) titanium multiloc screws into the bone through the device but the screws did not pass through the screw holes of an unknown humeral nail. The surgeon once removed the screws and reconnected the nail with an unknown drill and then drilled again. Then the surgeon successfully inserted the new screws with different size into the nail. The procedure was successfully completed with 60 minutes of surgical delay. There was no adverse consequence to the patient. Concomitant devices reported: unknown drill (part # unknown, lot # unknown, quantity 1). This report is for one (1) 4.5mm ti multiloc screw length 30mm-sterile. This is report 1 of 4 for complaint (B)(4).